Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacture representative reported that the insr was reset and this resolved the issue but the patient then reported that their ins antenna was damaged. The patient was getting poor coupling and during the call had 0 coupling bars. Moving the insr antenna around and performing antenna locate did not resolve the issue as the patient was still seeing the poor coupling screen. A new antenna was sent to the patient. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the patient¿s ins was in overdischarge and she was doing a physician mode recharge (pmr) when the call first came in. The rep reported that communication could not be established with the patient programmer, recharger or clinician programmer. The rep reported that the last successful recharge was (B)(6) 2017. The rep reported that the patient claimed that on (B)(6) 2017 (noted that the recharge stats showed it was the day before) the patient experienced a ¿surge¿ and then the battery quit. The rep reported that the patient was unable to connect using the patient programmer and couldn¿t charge using the recharger. The rep also reported that the patient mentioned that her charger would deplete pretty fast. The rep reported that the recharger already turned over after about 5-10 minutes of the pmr, so they were waiting for it to get up to 25%. The rep reported that the recharger depleting fast happened a day or two before and it wasn¿t always like that either. The rep reported that they had been sitting here and now couldn¿t get above 25% with 6-8 bars, so they wondered if the charger just wasn¿t packing enough punch either. The rep reported that the charger was fully charged. The rep reported that the patient felt the surge during charging, it was in, got a little surge and it turned off and then the patient couldn¿t get it to work anymore. No further complications were reported.